Event description:
The doctor was inserting a femoral arterial line. Access was obtained and the guide wire was inserted without difficulty. When removing the guide wire, which came out without difficulty, it was shredded. The arterial line was connected to check waveform, which was dampened. The arterial line access was promptly removed and x-ray obtained, which showed part of the guide wire still in the patient. Patient taken to interventional radiology where the fragment was successfully removed.